Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2017; ddmb1d4 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient developed a hematoma. Ten cubic centimeters of fluid was aspirated from the pocket. The implantable cardioverter defibrillator system remains in use. No further patient complications have been reported as a result of this event.